Manufacturer narrative:
E1: initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the effluent bag of a prismaflex m150 set during continuous renal replacement therapy in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.